Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited t-wave oversensing (twos). A few months later, the lead integrity alert (lia) triggered, and the lead exhibited high rate non-sustained episodes with an increased sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.